Event description:
The valve was bent/cracked, and the clinician was unable to be attached to an IV site. The assistant nurse manger was notified.

Event description:
The valve was bent/cracked, and the clinician was unable to be attached to an IV site. The assistant nurse manger was notified.